Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a disconnected line which had popped off the bottom of the flow cell. The fse replaced the sample tubing at the flow cell to resolve the leak and repair was verified per established procedures. Failure mode of the leak is attributed to a disconnected sample tubing at the flow cell; the instrument failed latron controls and did not generate differential results to alert the operator to an instrument problem. (B)(4).

Event description:
The customer reported a leak inside the unicel dxh 800 coulter cellular analysis system. The customer indicated that the instrument was not generating differential results and failed latron controls when the leak was noticed. The volume of the leak was not specified but the customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and goggles at the time of the event and no injury or exposure was reported.